Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers were failed to detect on the bus. The field service engineer (fse) inspected the drawers 1, 2.1/2.2, and 5, and determined that drawers 2.1 and 2.2 were affecting the performance of the other drawers, causing the station to fail. The fse replaced the module controller and successfully tested the functionality using the hardware test application (hta), including checks on the mini engines. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple drawers and mini drawers were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.